Event description:
During a procedure to coil aneurysm located in the anterior communicating artery (acom) the physician found that the coil (subject device) could not be pushed forward through the catheter due to friction. Several attempts were made to push the coil through the catheter, but the coil would not advance. The coil was withdrawn and found to be stretched. The pt was reported to be in "stable" condition. Analysis of the device found that the coil was broken.

Manufacturer narrative:
The device history record (DHR) was reviewed for manufacturing issues that could potentially relate to the reported event. There were no manufacturing issues identified with this lot. The device was returned for eval and found to be stretched and broken. No other anomalies were noted. From the add'l info that was received, it was concluded that the physician followed the directions for use (dfu). The dfu states: due to the delicate nature of the coils, the tortuous vascular pathways which lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage and migration." It was determined that the most probable root cause was operational context.